Manufacturer narrative:
There was no contact phone number or complete address provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. It was further observed that the motor seized, was running rough and defective. It was further determined that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure "intraoperative" it was discovered that the small battery drive device had an aged deterioration and a turnover fault. It was further reported that the rotation speed decreased without improvement even though the battery device was replaced. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.